Event description:
It was reported that the patient experienced low sensing and an elevated capture threshold from the right ventricular (rv) lead. Diagnostic imaging confirmed that the rv lead was dislodged. The lead will be repositioned to resolve the event, but the date has not been scheduled. No patient consequences or adverse effects were reported.